Event description:
It was reported that pump malfunction occurred, showing malfunction code and fault ID with no notable events beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, reset pump with assistance, did not experience recurring malfunction, was advised to continue using pump, and was instructed to call back if malfunction code recurred, which customer acknowledged and understood.